Event description:
Information received in 12-2001, from the patient indicates self catheterizing and "not sure if doing it right". Patient describes a situation of strictures bleeding, big scar tissue clumps coming out and some pain. A revision surgery has not been determined at this time.